Manufacturer narrative:
Cerner distributed a priority review flash notification flash16-0291-0 on june 15, 2016 to all potentially impacted client sites. The software notification includes a description of the issue and notice that a software modification is being developed to address the issue for all sites that could potentially be impacted. Cerner distributed an updated flash notification, flash16-0291-1, on november 4, 2016. The software notification includes a description of the issue and notice that a software modification has been developed and is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue to be resolved and no further narrative is required for follow-up.

Event description:
This report documents information related to an issue identified with functionality included in cerner's millennium powerchart ltc nursing documentation. The issue occurs when the nursing documentation downtime mar report is used to administer medications to patients when cerner millennium powerchart ltc is unavailable. In cerner millennium, when the user prints the downtime mar report, suspended medications are included on the report but do not include a note of the "suspended" status. Patient care could be adversely affected, as clinicians may administer suspended medications in error. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on june 15, 2016 to all potentially impacted client sites. The software notification includes a description of the issue and notice that a software modification is being developed to address the issue for all sites that could potentially be impacted.   Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
This report documents information related to an issue identified with functionality included in cerner's millennium powerchart ltc nursing documentation. The issue occurs when the nursing documentation downtime mar report is used to administer medications to patients when cerner millennium powerchart ltc is unavailable. In cerner millennium, when the user prints the downtime mar report, suspended medications are included on the report but do not include a note of the "suspended" status. Patient care could be adversely affected, as clinicians may administer suspended medications in error. Cerner has not received communication on any adverse patient events as a result of this issue.